Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the ultrafiltration (uf) removal was too high during a patient¿s hemodialysis (hd) treatment on a 2008t hd machine. The patient was able to complete their treatment on the machine, and it was confirmed the patient did not experience any adverse reactions. However, the patient¿s uf goal of 3,100 ml was reached within three hours despite the treatment time being set for six hours. The biomed could not confirm the exact amount of fluid pulled off the patient, but the staff noticed the uf goal had been reached earlier than expected and ended the patient¿s treatment. Following the event, the machine was removed from service for evaluation. The biomed recalibrated the uf pump as a precaution; however, the calibration was reported to be within specification. The biomed also recalibrated the dialysate pressure. During testing, the biomed confirmed the uf pump was pulling more fluid than intended. The biomed programmed the machine to remove 350 ml, and the machine pulled 400 ml. The biomed was requesting additional troubleshooting support from ts. Ts advised the biomed to perform the uf problem identification checklist (to verify no issues with the uf pump), swap the uf pump if necessary, check the system for leaks, and to swap the actuator-test and/or functional boards. Upon completion of the uf problem identification procedures, the biomed stated there were some machine alarms that occurred. There was a uf balance error and a uf pump error. Multiple attempts were made to obtain additional information, and to date no further details have been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating there was a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the ultrafiltration (uf) removal was too high during a patient¿s hemodialysis (hd) treatment on a 2008t hd machine. The patient was able to complete their treatment on the machine, and it was confirmed the patient did not experience any adverse reactions. However, the patient¿s uf goal of 3,100 ml was reached within three hours despite the treatment time being set for six hours. The biomed could not confirm the exact amount of fluid pulled off the patient, but the staff noticed the uf goal had been reached earlier than expected and ended the patient¿s treatment. Following the event, the machine was removed from service for evaluation. The biomed recalibrated the uf pump as a precaution; however, the calibration was reported to be within specification. The biomed also recalibrated the dialysate pressure. During testing, the biomed confirmed the uf pump was pulling more fluid than intended. The biomed programmed the machine to remove 350 ml, and the machine pulled 400 ml. The biomed was requesting additional troubleshooting support from ts. Ts advised the biomed to perform the uf problem identification checklist (to verify no issues with the uf pump), swap the uf pump if necessary, check the system for leaks, and to swap the actuator-test and/or functional boards. Upon completion of the uf problem identification procedures, the biomed stated there were some machine alarms that occurred. There was a uf balance error and a uf pump error. Multiple attempts were made to obtain additional information, and to date no further details have been provided.